Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 120-130mg/dl - non-fastin. Strip expiration date is 06/20/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory: 121mg/dl (B)(6) 2015 08:23:00 pm fasting:no; 64mg/dl (B)(6) 2015 08:09:00 pm fasting:no; 71mg/dl (B)(6) 2015 03:13:00 am fasting:no; 116mg/dl (B)(6) 2015 05:57:00 pm fasting:no; 111mg/dl (B)(6) 2015 10:02:00 am fasting:no. Customers concern: 1mg/dl. Customer states that trueresult meter is reading low comparing meter to meter on (B)(6) 2015 at 8:23pm non-fasting; other device - 164 mg/dl and true result - 121mg/dl. Customer states that there have not been any changes in medication, diet, and/or exercise. Customer obtained results after eating dinner.